Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve had erroneous opening pressure. Dr. (B)(6) always tests the valves with a manometer to make sure the pressures are correct and that the distal catheter is patent. When dr. (B)(6) connected this valve, after flushing out the air bubbles, to the distal catheter, she then hooked up the proximal end to a manometer. She filled the manometer with saline to check the system. She observed that the existing valve (strata) was malfunctioning with the manometer: 22 cmh2o when set pressure at 4 should be 11 cmh2o +/- 2.5cmh2o. Then she checked another valve and used the manometer. The pressure was 21 cmh2o when set pressure at 4 should be 11 +/- 2.5 cmh2o based on manufacture specs it was subsequently removed. The peritoneal tubing manometered to 4 cmh2o. There was partial proximal obstruction and the subdural fluid was under high pressure. They implanted valve #2 with appropriate function and tested at setting of 3 with pressure of 7 cmh2o, within manufacture specs of 8 cmh2o +/- 2 cmh2o.

Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. The position of the cam when valve was received was at setting 5. The valve was visually inspected; biological debris was noted. The valve was hydrated. The valve was tested for programming and the valve failed. The valve was flushed and the valve failed the test an occlusion was noted at the ruby ball. The valve could not be leak tested or reflux tested due to occlusion. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the rotation construct, on the ruby ball, on the seat of the ruby ball, on the helical spring, on the flat spring of cam/ball arm assembly and on the titanium axle. The root cause for the problems found during investigation is due to biological debris found on the rotation construct, on the ruby ball, on the seat of the ruby ball, on the helical spring, on the flat spring of cam/ball arm assembly and on the titanium axle. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.